Event description:
It was reported to philips that geometry failed during examination. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary procedure. The procedure was completed successfully after a short delay by restarting the system. Analysis of system log files identified a geometry application error related to the advanced motion controller (amc). Only one active port on the amc was shown in the logs, while two are expected to be in use. A philips field service engineer (fse) inspected the system on site and determined a faulty amc ethernet for control automation technology (ecat) drive was the cause of the reported problem. To resolve the issue, the amc ecat drive was replaced, and the system was returned to use in good working order. Further failure analysis of the amc ecat drive is not possible as the part is unavailable. The current observed rate of the amc ecat drive is 1.0% for all installed components, and the acceptable rate set forth in the risk analysis file is 2.5%. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been acquired confirming that the issue was resolved via a restart, which allowed for procedural continuation. Since the issue could be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), it would not likely cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.